Event description:
Pt reported her insulin pump was hard to get off. When she took it off after the 24 hours, it was pulling her skin with it. The adhesive was tearing her skin. She discontinued using the pump, she could not recall the name but has the pump at home.